Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0rvgp, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported and confirmed that it looks like the "generator" was twisted numerous times causing the extension and lead to coil until a short circuit occurred. The lead was uncoiled via surgery but looked to be unsalvageable. The extension will be replaced at a later date. X-rays of the coiling were provided.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0rvgp, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neuro stimulator for parkinson's dual and movement disorders. It was reported that patient went to see healthcare provider (hcp) because their tremor had abruptly returned. The impedances showed open circuits on all contacts. They raised the voltage to higher limits but did not help the tremor. The patient experienced slight tingling sensation at the lead extension connection when hcp increased the voltage. It was indicated that xray showed possible uncoiled internal wires and fractured of insulation. It was noted that there was no environmental or external factors caused the reported issue. The explant and re-implantation was scheduled for (B)(6) 2016 or sooner if possible. The issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead, lot #va0rvgp, found all of the conductors were broken 16.5 cm from the proximal end of the proximal segment due to overstress or damage. Conductor #0 was broken at the connector #0 weld site due to overstress or damage. All conductors were severely twisted at the distal end of connector sleeve #0. Conductors #1, 2, and 3 of the proximal segment were shorted. The outer insulation was severely twisted. Analysis of the extension, serial #(B)(4), found the outer insulation twisted in many locations, but at 7.7 cm from the distal end the outer insulation was twisted and breached. New codes were added upon review.

Event description:
Additional information was received from a patient. It was reported that the wires were pulled loose in (B)(6) 2016 and (B)(6) 2016 so the patient had an appointment with their health care provider (hcp). The patient confirmed that an x-ray was performed and the first surgery occurred on (B)(6) 2016 and the second surgery occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.